Event description:
After an implantation period of approx. 34 months, it was reported that the device shows the eos status. The ICD was changed. No adverse patient events were reported. Should additional information be received, this file will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Upon receipt, the device interrogation confirmed the battery status eos. A number of 11 charging cycles was documented. The amount of charge taken from the battery was verified and the battery status was found to be normal and as expected. Please note that high pacing outputs (7.5 v / 1.5ms) were programmed in the rv channel. Analysis did not show any anomalies. In conclusion, the battery status eos was anticipated. There was no indication of an ICD malfunction.